Event description:
A hospital in (B)(6) reported as follow to the food and drug administration (FDA) in relation to an rt265 infant dual heated evaqua2 breathing circuit. "This circuit overheated, very hot to touch. Patient heart rate increased to 193 bpm, respiratory rate increased to 96 bpm, and core temperature of 38°c. Power to circuit disabled, circuit was replaced. Patient returned to baseline hr, rr and temperature. We are very concerned this disposable circuit was about to melt." The hospital also reported that the patient was (B)(6) and receiving heliox therapy via mechanical ventilation using the rt265 infant breathing circuit when the alleged incident occurred. The patient had a number of pre-existing conditions at the time of the alleged incident including respiratory distress syndrome (rds), tracheo-esophageal fistula/esophageal atresia (tef/ea), cardiac/vertebral/renal anomalies, and congenital diaphragmatic hernia (cdh) s/p repair.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is not available for investigation. We are currently in the process of obtaining further information from the hospital in order to investigate the alleged incident. We will provide a follow up report after we receive further information and have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not available for investigation. We attempted to obtain additional information from the hospital regarding the alleged incident but no response was received. Without the complaint device or additional information from the hospital, we were unable to determine the root cause of the reported fault. If the complaint device was returned, it would have been visually inspected and electrical resistance tested to confirm whether the reported fault occurred and determine its root cause. All heater wires in the infant evaqua breathing circuits are visually inspected and electrical resistance tested before leaving the production line, and those that fail are rejected. Electrical resistance testing is an automated process and the subject infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also sets out the technical specifications required during use of the breathing circuit and states the following: "check all connections are tight before use." Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check that the heater wire is evenly distributed along the circuit and not bunched or kinked." "Set appropriate ventilator alarms."